Event description:
After 10-1/2 years of successful cochlear implant use, this pt began to experience no loudness growth, odd auditory perceptions, and intermittencies while their device. The implant evertually began to procedure shocks. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. Explantion/relmplantable surgery is planned for 2005.